Event description:
Olympus was informed that during a polypectomy procedure, the physician was removing a 35 mm pedunculated polyp using snare. The physician was using both cautery and cut but was unable to cut through the polyp. Further attempts to cut the polyp caused the snare to be stuck to the polyp tissue. As a result, the pt was taken to the hosp for surgical intervention to remove the snare. After surgery, the pt was hospitalized for one week and was discharged. Olympus was informed that the pt is doing well after the surgery.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined. If add'l info becomes available at a later time, this report will be supplemented.